Manufacturer narrative:
The insulin pump was received with blank display due to battery tube power connector not connected properly to electronic board. Connected power connector and continued testing. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin pump was received with scratched case, cracked retainer, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump display was blank. Customer cannot recall blood glucose reading. Troubleshoot was performed. Customer had tried different batteries but the insulin pump still dead. Customer stated the insulin pump was dropped. Customer insulin pump was not exposed to moisture. Customer said the spring is neither damaged nor corroded. Customer was advised to remove the battery for two hours and reinsert the battery. If the insulin pump is still blank, they should call back to do troubleshooting. Insulin pump will not be returning for analysis.